Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and treatment appears to be related to interaction of the device with patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional coronary procedure. Reportedly, during insertion both devices would not advance, track into the vessel. The guides of the proglide devices kinked. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.